Event description:
Additional information was received that the patient's generator was replaced due to battery depletion. The explanting facility stated that they do not return explanted products so product return is not expected to occur.

Event description:
Programming data for the patient's device was received and reviewed. It was noted that the patient's device showed 25% remaining at 18.5% battery consumption. This is indicative of premature battery depletion. The most likely cause of the premature depletion is due to debris left on the printed circuit board during the manufacturing process.

Event description:
Additional programming data was received which was further evidence of premature depletion of the generator.

Event description:
It was reported that the patient¿s battery indicator showed it had approximately 25% battery life remaining. Device diagnostics were within normal limits. It was stated that it appeared unusual for the battery to be low less than two years after implantation. The generator device history record was reviewed by the manufacturer and found that all quality tests passed prior to distribution. Review of internal device data available to the manufacturer at the time of this report (through (B)(6) 2016) revealed no anomalies. Surgery to explant the generator has not occurred to date. No additional pertinent information has been received to date.